Event description:
A vascular 2.5 articulating endoscopic stapler misfired. The jaws failed to open when it was time to staple the left renal vein. A new stapler was opened and used. Ultimately there was no patient harm.